Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an ablation where the device was placed in surgery mode. Subsequently, the patient was unable to connect to the ipg. A recovery function was executed and successfully recovered the ipg.